Manufacturer narrative:
Batch review performed on 16 february 2021: lot 111767: (B)(4) items manufactured and released on 25-july-2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2017.

Event description:
The patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. 9 years and 6 months after primary the surgeon revised the stem, head, liner, and cup with competitor implants. The surgeon decided to revise the cup because in the x-rays, it appeared loose. However, during surgery, it was observed that nothing was wrong with the cup, but the surgeon decided to revise it anyway. X-rays are not available. The surgery was completed successfully.